Event description:
Customer reportedly received results of 300+ (mg/dl) and 101 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.